Event description:
The customer reported that the insulin pump stopped working and the buttons were unresponsive. The blood glucose reading was 132mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller mentioned that the device was exposed to a high magnetic field while wearing the insulin pump and having an MRI. Reviewed the alarm history and found a motor error alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test during rewind as a result of a motor encoder signal being out of phase. The device was received with scratched screen, cracked reservoir tube lip, and cracked battery tube threads. All buttons were functioning properly and no damage on the keypad traces.